Event description:
It was reported that the patient was unable to adjust stimulation. The display showed a "call your doctor" icon. A power-on-reset (por) condition was reported. The patient had tried to check her device the previous night and saw the por message. The patient did not feel stimulation and had been going to the bathroom every two hours. It was noted that the patient had a CT scan several months ago, and could not remember if she had checked the device since the scan. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model 3889-28, lot# v423811, implanted: (B)(6) 2010, explanted: na. Programmer, model 3037, serial# (B)(4).